Event description:
Customer reportedly received results of 446 mg/dl and 93 mg/dl within 10 mins on the aviva system. Also reported results of 400-something (mg/dl) and 120 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.